Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) as a result of this right atrial (ra) lead pacing impedance measurement, measuring greater than 2000 ohms. The health care professional (hcp) noted observing noise that appears to be related to unipolar sensing after the lss. Technical services (ts) reviewed arrythmia logbook and recommended to the hcp to bring in the patient for further ra lead evaluation. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) as a result of this right atrial (ra) lead pacing impedance measurement, measuring greater than 2000 ohms. The health care professional (hcp) noted observing noise that appears to be related to unipolar sensing after the lss. Technical services (ts) reviewed arrythmia logbook and recommended to the hcp to bring in the patient for further ra lead evaluation. The lead remains in service. No adverse patient effects were reported.